Event description:
It was reported that the user experienced a low blood glucose episode into the 50s following automated correction dosing by the ilet system during an otherwise normal routine, and the user self-treated with oral glucose tablets with subsequent return to range. Symptoms included no reported clinical symptoms associated with hypoglycemia. Outcomes included no injury, no hospitalization, and resolution of the event after oral carbohydrate intake. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction identified and suggested the automated correction algorithm delivered insulin that contributed to hypoglycemia without associated symptoms. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.